Event description:
Surgeon reamed humeral canal up to 8mm, then broached for global advantage size 8. Trial reduction was performed using the 8 broach with 44x21 ecc head trial and final 44 anchor peg glenoid in place. Trials were removed and final size 8 inserted. It was found to be loose and had to be cemented instead of being press-fit. There seemed to be a mismatch between the final implant and the reamers and broach. This resulted in a 30 minute extension of surgical time.

Manufacturer narrative:
This complainant is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.